Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device internally and found evidence of contamination on bottom, top, back, front of the case, on the inlet port and dust contamination in bower box. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of contamination in the bottom, top, back, front of the case, on the inlet port and dust contamination in bower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown.

Manufacturer narrative:
Previous report has incorrect h3 section. H3 section has been corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.